Manufacturer narrative:
The recipient experienced a skin flap infection and was prescribed anti-inflammatory drug and draining effusion for five weeks. The recipient was recommended to discontinue using the device for two months. The recipient was hospitalized from (B)(6) 2016. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing swelling at the implant site. The recipient was treated with an anti-inflammatory drug and draining effusion, however, the treatment was ineffective. The recipient's device was explanted.